Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(4) 2012.

Event description:
Procedure type: low anterior resection. According to the reporter: the stapler was placed, held for 15 seconds and timed. Click crunch was heard when fired. They opened the device as per the IFU and they think the anvil was tilted yet there was difficulty removing the device. Tissue donuts were intact. It was then discovered that there was a vent in the anterior serosa. Also upon removal of the device, there was a staple which was still in the device. The pt is still hospitalized as of the date of the report. The surgeon corrected the vent by over sewing the anastomosis. The operation was extended by 30 minutes approx.